Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was pointing to the test server. The customer stated that no patients were appearing on the clinic station. Although no error icons were displayed, the user observed a message at the bottom of the screen stating "test vm environment," indicating that the station was connected to a test environment instead of the production server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients were not showing. A technical support specialist (tss) monitored the station and has not yet seen anyone log in. Patient searches using the facility search were successful, indicating the system was functioning properly. Regarding the test environment message appearing at the bottom of the screen, this was identified as a message configured in the es server. To change or remove it, log in to the es server, navigate to settings, dispensing system, security tab, and scroll to the bottom where the sensitive data banner text box allows modification of the message. Further checks revealed no interface connected to the es server. It was unclear if there has been a recent change to host systems. No interface messages were observed crossing to this system, and the site information did not match the cce interface ip, suggesting possible host or interface changes requiring it involvement and the site was still working to resolve host connection issues.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was pointing to the test server. The customer stated that no patients were appearing on the clinic station. Although no error icons were displayed, the user observed a message at the bottom of the screen stating "test vm environment," indicating that the station was connected to a test environment instead of the production server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.